Event description:
Legal counsel for the patient reported that the patient underwent right and left total hip arthroplasties and further alleged that a left hip revision procedure was performed due to allegations of increased metal ion levels and pain. A review of invoice history confirmed that surgeries took place on (B)(6) 2007 and that the left revision occurred on (B)(6) 2012. Additional information received in patient medical records indicates that tan fluid and a pseudocapsule was noted during the left hip revision procedure that was performed on (B)(6) 2012. The operative notes confirm that only the modular head was removed and replaced during the left hip revision. Additional information received in patient medical records indicates a right hip revision procedure was performed on (B)(6) 2012 due to metallosis. The operative notes confirm that black staining was noted and only the modular head was removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is number 5 of 6 mdrs filed for the same patient (reference 1825034-2012-01106/ 01111).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Examination of device records found no evidence of product non-conformance. The reported complaint has been confirmed, as the operative notes have been reviewed. Deformation, scratches and discoloration of the device were noted, and dimensional analysis found the device to be within specification. A conclusive root cause of the event could not be determined.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." And number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 5 of 6 mdrs filed for the same event (reference 1825034-2012-01106/ 01111). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6) 2007 and another m2a hip arthroplasty on the opposite hip on (B)(6) 2007. Subsequently, patient was revised for the left hip on (B)(6) 2012. Patient alleges increased metal ion levels and pain. A revision procedure for the right hip is unknown. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.